Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: device history record (DHR) review conducted: part # 04.005.522s. Lot # 102l053. Manufacturing site: werk selzach. Release to warehouse date: 02.nov.2022. Expiration date: 01.nov.2032. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 04.005.522. Lot number: 1363p47. Manufacturing site: mezzovico. Release to warehouse date: 12 aug 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction internal fixation (orif) surgery for left femoral trochanteric fracture with locking screw. It was confirmed that the distal lateral locking screw was out of the screw hole. Since there was no loosening of the device itself, the surgeon stated that it was due to insufficient deployment and excessive pressing of the sleeve. The surgery was completed without any problems with an alternative implant fixation. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 32mm f/im nail-ster this is report 1 of 1 for (B)(4).